Event description:
A nurse reported that a system message occurred during a vitrectomy case. Another illumination system was brought in and the surgeon completed the case without any harm to the pt. Addle info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).